Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more IV fluid than intended. The tubing sets were being used to deliver unspecified IV solutions at unspecified flow rates. The cair clamps were being used to regulate the flow rates. After unspecified lengths of time in use, it was reported that the rates are, "set all the way off or titrated and then you come back and the bag is empty." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated september 20, 2007.